Event description:
Pt's mother called inquiring about next order shipment and mentioned that her daughter had gone to the emergency room with high blood glucose when she was visiting family in (B)(6). The issue wasn't reported to insulet at that time and the mother said all she knew was that her daughter's blood glucose was around 600 mg/dl and her grandfather took her to the ER where she was treated (details not reported).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. No product lot number was reported, so no qualification record review was conducted. The omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." The omnipod web site also offers a "caregiver guide", a "handy guide covers all the basics - from checking bg to changing the pod. Give it to the school nurse, a babysitter, a grandparent, or any adult in charge of a child using the omnipod system."